Event description:
Note: this report is for one of the two reported devices, refer to MFR #3005099803-2008-04912 for the other report. It was reported to boston scientific that an injection gold probe bipolar catheter was used on a male patient during an esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, "the needle would not come out or come back." A second injection gold probe bipolar catheter, was used and the complainant (plain injector needle) was used to complete the case (MFR unk) with no complications to the patient.

Manufacturer narrative:
A visual inspection of the device revealed that the catheter was bent at the tip and along the entire length of device. A functional inspection of the device revealed that the needle did not fully extend and retract. The device was disassembled and the needle / hypotube assembly was found to be bent. The cause of the reported malfunction is unk. A review of the device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot.